Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there 'had been so many problems' with implantable cardiac monitors (icm) lately. The icm remains in use. No patient complications have been reported as a result of this event.